Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Report received that a patient's vns device had been explanted less than two months after a generator replacement. It was later clarified that the explant was due to the patient developing a post-surgical infection and the generator incision site. It was reported that the cause was likely due to the incision care or just a general surgical infection. Further information was received that both the lead and generator had been explanted. A review of the generator device history record indicated it had been sterilized per specification prior to being released for distribution. No additional relevant information has been obtained.